Manufacturer narrative:
E1: (B)(6). Two m6-c devices explanted due to infection. Both devices were explanted. The condition of the devices at the time of removal is unknown. Laboratory reports provided the following observations: advanced degenerative altered disc at c7/t1 level and no active inflammation. The tissue at c5/c6 level: degraded components of the intervertebral disc and foreign body reaction with polyethylene abrasion, analogous to a periprosthetic membrane of the abrasion-induced type (type 1 according to moraweitz). Tissue at c4/c5 level, originating mainly from the ligaments of the spine with pronounced foreign body reaction with polyethylene and metal abrasion analogous to a perioprothelial membrane of the abrasion-induced type (type 1 according to moraweitz). No suspicion of malignancy in all fractions. This is one (1) of two (2) reports submitted for this event.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records could not be completed.

Event description:
M6-c device explanted. No clinical reason provided. The device was explanted. The condition of the device at the time of removal is unknown.

Manufacturer narrative:
The radiographic images showed disc replacements at c4/c5 and c5/c6 had evidence of osteolytic changes at both levels with lost height observed. A large cyst of the c5 vertebral body extending to the inferior endplate at the c4/c5 was observed.